Manufacturer narrative:
Evaluation summary: primary operative notes were reviewed and were unremarkable. Revision operative notes stated that there was no sign of infection or loosening behind the cup, but that the stem was loose. Undated x-rays were provided which show a radiolucent line appearing around the femoral stem, which is especially visible at the lateral shoulder of the stem and around the distal portion of the stem in the frog-view film. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient underwent a two stage revision for infection and loosening. The first stage occurred on (B)(6) 2014 and the second state occurred on an unknown date.